Event description:
Report received from the USA regarding a motor device in which there was an unknown malfunction. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if injuries or medical intervention were reported. It was unknown if there were delays to a surgery or if a spare device was available. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and the reported condition was duplicated. Evidence indicated this was due to usage wear over time. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).